Event description:
It was reported that during a procedure to sacrifice a vertebral artery the patient was not under general anesthesia. The patient experienced significant pain in the groin from the grounding needle during coil detachment. No other information was provided.

Manufacturer narrative:
PMA# or 510# - k021494 and k951256.